Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the therapy seemed to help in (B)(6), after they first got it however at some point, they said they didn't remember when, it didn't seem to help their symptoms as much anymore. The patient said they had fallen towards (B)(6) 2026 and it had been on the left side, where their implant was and since the fall they were worried about having done something to the implant from the fall as they weren't feeling the stimulation since then. Patient said when they fell, their right foot had gone over their left foot and they went down on their left hand and hurt their hip, their shoulder and their neck had been sore. Patient said they were told they hit their head too but they hadn't been knocked unconscious. The patient said they had to be taken to the emergency room where they did an x-ray and they hadn't broken anything. The patient said that today ((B)(6) 2026) they had been on their computer looking at their manual from the manufacturing company and trying to connect to their settings to increase the stimulation because they wanted to see if they could feel the stimulation but they had been getting confused so they called patient services. Patient services walked the patient through connecting to their settings. The therapy was on and external devices were functioning as intended. The patient said they were at 1.3 ma and as patient services was talking with the patient about therapy considerations, the patient then said they were at 1.8 or 1.9 ma. At one point the patient said "oh, something is warm" and then said that they were looking at programs and had been "touching the screen and doing things" as they were talking to patient services. Patient said they believed they hadn't switched programs so they stayed on program 4. Patient services reviewed with the patient to not touch anything on the screen until discussing with patient services. Patient confirmed when they commented they felt something 'warm' they were referring to when they increased up to 1.8 or 1.9 ma but they no longer felt that. At one point they got 'device not responding' a few times. Patient services had the patient reposition their communicator over the ins site and they connected again. Patient decreased down to 1.7 ma and opted to stay there. Patient to monitor their symptoms now that a change had been made. Patient said they had an appointment with their healthcare provider (hcp) for (B)(6) 2026. The patient was redirected to reach out to their hcp regarding their therapy concerns and their fall prior to their appointment to make the hcp aware of their concerns in the event the hcp wanted to make an earlier appointment. Patient to monitor their symptoms and reach out to their hcp. Patient services wanted to note the patient was difficult to follow on the call and not always telling patient services what they were doing so patient services did the best they could to assist the patient and document the reported information.